Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The handle of the inserter has detached from the shaft.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The handle of the inserter has detached from the shaft. Examination of the returned 22 year old instrument confirms the report. The shaft has loosened from the handle. The impaction end has several gouges that could catch a glove. The threads have foreign matter, possibly blood, in them. The root cause is wear out due to extended use. No product problem has been identified and corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The handle of the inserter has detached from the shaft.